Event description:
It was further reported that the patient presented with acute exacerbation of congestive heart failure. In (B)(6) 2012, the patient was hospitalized for the treatment of a "possible cerebral vascular accident" which had occurred during a recent hospitalization for pacemaker placement. The patient was recently hospitalized at different facility for increased edema and arrest. The patient underwent cardiac catheterization and reportedly the stent was patent and no intervention or stenting was performed. The patient then underwent pacemaker placement. Post pacemaker implant, the patient developed neurological problems. A CT of the head revealed an area with cortical ribbon loss in the posterior right frontal lobe and left parietal lobe worrisome for acute infarct. Reportedly the patient received aspirin and clopidogrel during this hospitalization the patient had been taking aspirin and prasugrel prior to hospitalization and this therapy was to continue. An ECG revealed st-t wave abnormality suggestive of infero-lateral ischemia. No other ecgs are available. Chest x-ray revealed pulmonary edema with bilateral symmetric airspace disease with possible pleural effusion and cardiomegaly. A CT of the head without contrast revealed no remarkable changes. Troponin levels were found to be elevated, consistent with a myocardial infarction. Troponin elevation was considered to be due to demand injury in the setting of acute lv dysfunction and volume overload, pulmonary edema, mild pulmonary hypertension, and acute/chronic renal insufficiency. Bilateral cerebrovascular transcranial doppler revealed severe stenosis of the proximal left middle cerebral artery (mca) and moderate stenosis of the proximal right mca. Bilateral cerebrovascular-carotid/vertebral duplex examination revealed moderate, calcified, irregular plaque throughout all the right sided vessels. Ica demonstrated evidence of hemodynamically significant stenosis of 50-79%. Moderate, heterogeneous plaque is noted in all the left sided vessels. Ica demonstrated evidence of hemodynamically significant stenosis of 50%. Proximal cca had elevated turbulence, suggestive of proximal stenosis. Chest x- ray was performed which revealed worsening edema and pneumonia. CT scan of the head with contrast revealed significant atherosclerosis of the bilateral internal carotid arteries at the skull base resulting in moderate to significant stenosis prior to the carotid terminus. There was no evidence of vascular occlusion, aneurysm or vascular mouth lesion. There was no evidence of vascular occlusion in the posterior circulation. Conventional angiography was recommended. Carotid angiogram showed diffuse mild to moderate disease bilaterally and left mca with possible aneurysm. CT of the head without contrast revealed no gross evidence for acute intracranial abnormality. Repeat x-ray of the chest revealed cardiomegaly, mild pulmonary edema and bilateral atelectasis. Upon neurological consultation there was "no mca aneurysm upon review and it was opined that the patient's symptoms were not due to stroke or tia and possibly but not convincingly seizure activity. CT scan after each of the episodes had been unremarkable for cva or ich. In addition, the patient was hypotensive during the episodes but without arrhythmia. It was opined that the episodes might also be due to low flow cardiac dysfunction." The patient was diagnosed with cardiogenic shock with echo revealing lvef of 20-30% (report not available) and acute renal failure. Two days later, the patient was found with eyes closed and appeared to be holding her breath. Oxygen saturation was normal, but blood pressure was seen to be rapidly decreasing and the patient was medicated with dobutamine and levophed. The patient was not stiff and no seizure movements were observed. A stroke alert was initially called but this was later cancelled as the episode appeared to be more likely a seizure. Eeg revealed no epileptiform activity. The final impression upon neurology consult was that the episodes were most likely heart failure induced vagal spells and not due to seizure. Despite efforts the patient continued to decline and the patient's family was notified regarding the same. It was decided that the patient would not be intubated. Subsequently, the patient's pulses were lost and CPR was initiated with medications without success. A decision to stop all resuscitative attempts was made. The patient was declared dead. A death certificate is not available and an autopsy was not performed. The cause of death was noted to be ¿cardiogenic shock secondary to severe systolic heart failure and pump failure. Pump failure was the primary cause of death, but the acute renal failure contributed by increasing preload and congestion to right heart. The patient had pulmonary edema at the time of death and was unresponsive to diuretic therapy".

Manufacturer narrative:
Describe event, relevant tests and other relevant history updated. Other relevant history diabetes corrected from type 1 to type 2. Device evaluated by manufacturer: (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi) and expired. The target lesion was de-novo lesion located in the mid segment of a saphenous vein graft to the right posterior descending artery with 85% stenosis and was 36 mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with direct stent placement using a 4.00 x 38 mm taxus liberte stent with 9% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with shortness of breath. Chest x-ray revealed increased basal opacification due to increased atelectasis and effusions and overall increased edema. The patient also experienced a non st elevation mi. Laboratory investigations revealed elevated troponin I levels, consistent with the protocol definition of a mi angiography without revascularization was performed. The patient expired.